Event description:
It was reported that anchor failed to retain tension on the left side suture when black selector switch was moved to the left side. No significant delay or patient injury reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows the device was received undeployed condition with the plug still inside. The implant and the clinical suture were not returned. Function switch was found in a full advanced position. The tip of the die broke off and the both snare loops are in good condition and fully reeled. The speedscrew implant is a single use device therefore cannot be tested. Based on our visual inspection and the received condition of the device the complaint was not verified. The root cause could not be determined with certainty. A factor unrelated to the design and manufacture of the device which could have contributed to the complaint event is: using the incorrect suture, excessively tensioning, or inadequate tensioning applied to cuff. There are no indications to suggest the device did not meet product specifications upon release into distribution.